Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Left tha completed due to osteoarthritis. A depuy asr head, asr cup, and taper sleeve adapter were used. Patient completed of audible noise and popping in the hip. Revision completed secondary to adverse metal-on-metal reactions and cobalt chromium toxicity. Patient had moderate alval limited to the capsule with small amounts of tissue necrosis around the capsule. Doi: (B)(6) 2007; dor: (B)(6) 2020; left hip.

Manufacturer narrative:
Product complaint # (B)(4). MFR# 1818910-2022-00388 is being retracted since it was found to be a duplicate of MFR# 1818910-2021-07170. MFR# 1818910-2021-07170 will be kept for investigation purposes.